Event description:
The reporter stated the haptic of a cq2015 collamer three piece lens was torn and bent. The lens was not in the eye. Additional info has been requested from the facility but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results- visual inspection of the returned product found one haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.